Event description:
The customer reported that the physics discrepancy fluoro collimation congruence error exceeds 4% of the sid tolerance in the mag 2 fov mode. Also the fluoro radiation field is bigger than what is seen on the monitor.

Manufacturer narrative:
(B)(4). The ge service rep aligned the collimator. The system operates as intended.